Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the outer insulation was cut at 16.3 cm from the connector pin and the outer coil was cut consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for explant procedure. During the procedure, the right atrial lead exhibited physical damage signs. The right atrial lead was explanted and replaced. The patient was stable throughout.